Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic had a hair like line defect within the optic. The lens was explanted and exchanged during the original surgery session. There was no harm/injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The presentation of lines on the lens is a possibly a combination of creases in the capsule, posterior striae or some delamination from the injector. Our review of production records for the rayone galaxy rao605g batch 104253367 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 104253367. The device has not been returned to rayner. There is insufficient evidence and information available to determine the nature and/or origin of the defect in the optic following iol implantation.

Event description:
On 23rd july 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye the lens optic was found to have a hair like line defect within the optic necessitating lens explantation and exchange.